Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were having issues with the reservoir. The customer reported that they could not draw the insulin into the tubing. The customer's blood glucose was 106 mg/dl at the time of incident. The reservoir will not be returned for analysis.